Manufacturer narrative:
Manufacturer ref# (B)(4). Occupation: non-healthcare professional. (B)(4). Summary of investigational findings: filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter. It is alleged that "[pt] received a cook celect filter on (B)(6) 2014. Alleged fracture". Patient allegedly received an implant on (B)(6) 2014 via right common femoral vein due to deep vein thrombosis and pulmonary embolism prophylaxis. On (B)(6) 2014, implant operative report: ¿dilator and sheath was then inserted, venacavogram was then performed, which revealed no intracaval thrombus, the celect filter was then deployed at the level of the l2-l3 junction. It was noted the hook was midline away from the wall of the vena cava". On (B)(6) 2017, CT of abdomen: ¿the ivc filter demonstrates an approximately 15 degrees tilt. There is also a single branch of the filter within the left renal vein, which appears fractured. There is also suggestion of penetration of the tips of 4 struts through the vena cava. Impression: ivc filter evaluation is suggested for protrusion of struts as described. There is also mild tilt of the filter and one fractured strut is situated within the left renal vein." Patient outcome: unknown.